Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call prime anomaly and compromised force sensor system error alarm on the insulin pump. Customer¿s blood glucose level was 180 mg/dl. Troubleshooting was performed. Customer advised they were stuck in the preparing to prime loop. Customer advised they received the second series of beeps and numbers did appear on their display screen. Customer advised insulin squirted out during the manual prime process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.